Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. Customer c/o veranda seat back upholstery ripped where it attaches to back canes. Purchased on (B)(6) 2012. MDR filed.